Event description:
During surgery, the universal nail was inserted. The proximal drill utilized through both cortex. The proximal screw hit the growth plate and a neck fracture was seen on x-ray. The nail was extracted. The mallet and extraction rod broke. It took several mintues to remove the broken pieces from the driver. The surgery was extended approx 1 hour due to the problems.

Manufacturer narrative:
Examination of the two instruments confirmed the fractures. The depuy trauma product development engineer stated the cause is attributed to misuse, as it appears the instruments were not used as intended. Provided info states a universal nail was inserted in a young pt. One of the contraindications in the IFU (instructions for use) reads cases where the nail would cross open epiphyseal plates in skeletally immature pts. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.